Event description:
Reported by the complainant as follows: one out of ten electrodes doesn't have signal at all. This case has been reviewed, and deemed a malfunction. Based on current information, recurrence of this malfunction would likely lead to a serious adverse event if it were to recur. An inadequate or lack of signal from the leads provides erroneous results on the ECG and this could cause a misdiagnosis and inappropriate medical treatment of the patient. This issue does not constitute a risk to the safety of the public at large.

Manufacturer narrative:
(B)(4).